Manufacturer narrative:
Citation: ozier d et al. Timing of conduction abnormalities leading to permanent pacemaker insertion after transcatheter aortic valve implantation: a single-centre review. Canadian journal of cardiology 33 (2017) 1660e1667. Https://doi.org/10.1016/j.cjca.2017.08.012. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the timing of conduction abnormalities leading to permanent pacemaker implant following transcatheter aortic valve implant (tavi). All data were collected from a single center tavi registry between 2009 and 2016. The study population included 80 patients (predominantly male; mean age 83 years), 71 of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not provided). Among all patients, adverse events included: left bundle branch block (lbbb), right bundle branch block (rbbb), complete heart block (chb), and severe sinus node dysfunction. All of the noted arrhythmias required implant of a permanent pacemaker or implantable cardioverter-defibrillator (ICD). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.